Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was not reported. He found that the cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).